Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient's lead was displaying high impedances. The patient underwent a procedure where the lead was explanted and replaced.

Manufacturer narrative:
The returned lead was analyzed and the complaint was confirmed. Visual inspection revealed the lead body had pronounced kinks approximately 18 cm from the distal end, where the lead appears to have been sutured. 12 cables were broken/severed at this spot. The fracture sight is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. There are no exposed cables.

Event description:
A report was received that the patient's lead was displaying high impedances. The patient underwent a procedure where the lead was explanted and replaced.